Event description:
Device returned to MFR for analysis with report of "pt complaining of inadequate pain control and also had heard beeping which would start and stop." Medical staff pulled 10cc of drug out of the pump - but calculations showed the pump was delivering the correct amount. The alarm was disabled, the pump stopped and the decision was made to replace the device.